Event description:
A 30-year-old female was admitted to the hospital for examination for space-occupying mass in the uterine cavity and generated a false positive architect total b-hcg result on the architect i2000sr analyzer. The following data was provided: the initial hcg result = 529.9 miu/ml. The patient then went to the emergency room department for b-hcg retesting. Both the urine and blood hcg test results were negative. The clinical physician suspected that the hcg results yielded by the abbott platform were inconsistent with the patient¿s clinical presentation. The customer repeated the sample and generated a result of < 1.2 miu/ml (reference range: < 5.0 miu/ml). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in-house testing, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 65732ud03, however, no increase in complaint activity was identified for list number 07k78. Additionally, accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of the complaint lot stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. The overall performance of the architect total b-hcg assay was assessed using data from customers worldwide. The review shows that the median patient result for the complaint lot is within established limits and comparable with other lots in the field, confirming no systemic issue for lot 65732ud03. A review of the device history record did not identify any related nonconformances or deviations associated with lot 65732ud03 and complaint issue. Labeling was reviewed and adequately addresses the current issue. Based on the investigation, no systemic issue or product deficiency of the architect total b-hcg reagent lot 65732ud03 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7k78-78 that has a similar product distributed in the us, list number 7k78, with 510k/PMA/bla number k983424.

Event description:
A 30-year-old female was admitted to the hospital for examination for space-occupying mass in the uterine cavity and generated a false positive architect total b-hcg result on the architect i2000sr analyzer. The following data was provided: the initial hcg result = 529.9 miu/ml. The patient then went to the emergency room department for b-hcg retesting. Both the urine and blood hcg test results were negative. The clinical physician suspected that the hcg results yielded by the abbott platform were inconsistent with the patient¿s clinical presentation. The customer repeated the sample and generated a result of < 1.2 miu/ml (reference range: < 5.0 miu/ml). There was no impact to patient management reported.